Manufacturer narrative:
(B)(4). Batch # 691a72. Additional information: photos along with the device was returned for evaluation. This is an analysis of four photos submitted to ethicon endo surgery for evaluation. Upon visual inspection of photos 1,3 and 4, it was observed a line of staples that appears to be unformed. Upon inspection of photo number 2, it was observed a green reload installed in the device jaws, and appears to be that the right side fully fired, left side outer row partially fired 1/4 and the left two inner rows fully fired. Based on the photos the event described can be confirmed. However, no conclusion or root cause could be determined. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with a gst60g reload present. The reload was received with the right side fully fired, left side outer row partially fired 1/4 and the left two inner rows fully fired. Upon evaluation of the reload, the reload body, one piece sled and some drivers were noted to be damaged. No obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The damage to the one piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure that on the fourth or fifth firing the staples on the specimen side did not form. Surgeon irrigated the area to inspect the patient side which shown to be fully intact. An additional device was not needed to complete the procedure. There were no adverse consequences for the patient.